Manufacturer narrative:
No product has been returned for evaluation as product remains in-situ. No radiographs or images were provided to confirm the alleged event. It is unknown if patient followed post-operative restrictions or suffered a fall. Due to lack of information, the root cause is undetermined. Labeling review: "...potential risks identified with the use of this system, which may require additional surgery, include: fracture of the vertebra..." "...warnings, cautions and precautions these devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break..." "...patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." "...post-operative warnings during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications..." Device still in-situ.

Event description:
On (B)(6) 2017 patient underwent spinal procedure at l2-s1 levels. On (B)(6) 2020, during a post-operative visit, it was identified that the patient had a broken screw in the sacrum.